Manufacturer narrative:
(B)(4). The customer reported a failure to power on. There was no pt involvement. The customer has chosen to not have the device evaluated/repaired by philips. Based on the customer's report we are considering this a malfunction. We cannot determine the cause from the available info.

Event description:
The customer reported a failure to power on. There was no pt involvement.